Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of stent difficult to remove. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ esophageal stent was implanted in the esophagus on an unknown date. According to the complainant, the stent was implanted to treat a post bariatric leak . Reportedly, no issues were noted during the initial stent placement procedure approximately 5 weeks later, during a scheduled stent removal, the suture ripped and the physician used a rat tooth forceps to grasp the stent and successfully remove it from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.